Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 180mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.